Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device ¿just stopped working¿ on her. The patient had it on and it was ¿vibrating¿ and it just stopped. The patient was told to wait until her first appointment to learn how to charge. The patient¿s follow up appointment was (B)(6) 2014. The patient saw the ¿recharge stimulator¿ screen on the patient programmer (pp). The patient was redirected to the health care provider (hcp) for approval on recharging. Additional information received reported the patient no longer had concerns with her device or therapy.